Manufacturer narrative:
This complaint was reported in error. We determined that no malfunction existed with the pump and no adverse event was reported by the user. The MDR should not have been submitted.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. .

Event description:
On (B)(6) 2017, the reporter contacted animas and alleged that on the same date the patient was treated for elevated blood glucose (bg) in the 300¿s mg/dl with a symptom extreme thirst associated with an alleged inaccurate delivery. It was reported that the patient recently fell on (B)(6) 2017 and fractured their left wrist and the patient was taking a new medication naproxen. Reportedly, the patient remained on the pump and received treatment by a health care provider in the form of phone advice and was treated with insulin via injection. Troubleshooting indicated that the following diabetes management factors contributed to the alleged bg excursion: change in pain level and a change in stress level. The patient was referred to their healthcare provider for diabetes management. Troubleshooting with customer technical support (cts) for the pump could not be completed therefore the inaccurate delivery allegation could not be confirmed. The reported blood glucose excursion does not meet the criteria of a serious injury. This complaint is being reported because the patient experienced a non-serious injury and the pump could not be ruled out as a contributing factor of the allegation.